Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Three days after discharge, the patient presented to the hospital with new-onset large-volume hemoptysis and worsening hypoxia. The patient's hemoglobin had decreased. Venous blood gas analysis revealed respiratory acidosis with partial metabolic compensation. Computed tomography (CT) of the thorax demonstrated a new complex air-fluid level within a large emphysematous bulla in the anterior right lower lobe, consistent with an intrabullous hemorrhage. The patient was hospitalized and conservative management was decided due to the patient's serious comorbidities and relatively rapid turnaround clinical improvement. Anticoagulation and antiplatelet therapy were initially held. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model fa mily, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional informati on was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: contained pulmonary vein injury presenting as a hemorrhagic bulla post¿pulsed field ablation: a case report circulation: heartrhythm case reports. 2026; https:// doi.org/10.1016/j.hrcr.2026.03.007 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 60 year old male, highly symptomatic recent-onset persistent atrial fibrillation (af) who underwent pulsed field ablation (pfa). The procedure and postprocedural course was uneventful. Three days after discharge, the patient presented to the hospital with new-onset large-volume hemoptysis and worsening hypoxia. The patient's hemoglobin had decreased. Venous blood gas analysis revealed respiratory acidosis with partial metabolic compensation. Computed tomography (CT) of the thorax demonstrated a new complex air-fluid level within a large emphysematous bulla in the anterior right lower lobe, consistent with an intrabullous hemorrhage. This bulla was situated immediately adjacent to the right inferior pulmonary vein (pv), where a large bulla had been noted on prior CT imaging. The patient was hospitalized and conservative management was decided due to the patient's serious comorbidities and relatively rapid turnaround clinical improvement. Anticoagulation and antiplatelet therapy were initially held. The status of the devices is unknown. No additional adverse patient effects were reported.